Event description:
Per the clinic, the patient was prescribed oral antibiotics (date not reported) due to tenderness at the abutment site. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.